Event description:
The ventilator alarmed and shut down while in use on a pt. The customer reported there was no pt harm. The resiornic service technician reported he was unable to duplicate the customer reported problem but confirmed there was a diagnostic code in the ventilator log history that indicated a +24 volt failure. The service technician replaced the power supply to correct the problem. Extended self testing (est) and performance verification testing was performed and all tests passed per operating specification.